Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual examination of the reload noted that it was partially fired. Staple pushers were visible at the 3cm cut line. Functionally, the reload was loaded into a post market vigilance instrument (0199). The reload was applied to test media, all remaining staples were placed, and the test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the partial fire condition may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the loading unit will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection, and prevent patient harm. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a subtotal gastrectomy procedure, for the fourth firing for ladg (delta shaped anastomosis), at functional side to side anastomosis , the surgeon started the firing without articulating the jaws, however the handle became stiff and could not fire the device the halfway. The surgeon said the device did not clamped the forceps and the tissue was not thick. Replaced by a new cartridge, the firing was completed with no problem. Oozing bleeding occurred as a result of the issue. The status of the patient is no problem.